Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the treadle on the footswitch was not working during a vitrectomy procedure. They changed to a different system to complete the procedure with a one hour delay. There was no patient harm.